Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) had an error. It was indicated that the main printed circuit board (pcb) was out of specification. It was also indicated that the output connector assembly was broken, and the case was damaged. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an error at start-up. The epg was returned for service. There was no patient involvement.